Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 500 mg/dl. The customer needed assistance programming their new insulin pump. During troubleshooting, the customer was able to program their basal rates, bolus wizard, fixed prime, meter ID, max bolus, max basal, and transmitter ID. The customer treated their high blood glucose via insulin pump therapy. Further troubleshooting was declined. The insulin pump was not returned for analysis.